Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, and upon successful placement of the device and support initiation, the ps read 180s/100s with flows between 0.0-0.5 on p6. A suction alarm occurred on p7. The decision was made to exchange the device for new impella rp. The pump was removed and replaced with no harm to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The data logs showed erratic waveforms in the placement signal, motor current, and pump flow upon starting the pump. Soon after there were recurrent "suction" alarms with a loss in motor current pulsatility and low flows. There were no placement signal alarms. However, since the pump was not returned, the cause of the low pump flow was not determined. This report is being filed as part of a retrospective review of historical records.